Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the high 200 (mg/dl) to the low 300 (mg/dl) range. Reportedly, the pump battery was completely depleted and the pump remained in that state for an extended period of time; customer reported a pump reset occurred. Tandem technical support (cts) advised the customer that if the pump battery was completely depleted and remained in that state for an extended period of time, a pump reset is expected to occur; the customer acknowledged. The customer addressed impacted bg levels by delivering a bolus.